Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via medwatch report that the customer was found unresponsive having a seizure. Customer was in intensive care unit. Customer's blood glucose was around 200 mg/dl. Customer had brain damage from the seizure and was unable to communicate. Customer will not be returning the device for analysis.